Event description:
The valve was explanted due to aortic insufficiency. During the explant procedure, a tear in the right coronary leaflet near the commissure and pannus formation were observed. A bioprosthesis from another MFR was implanted and the pt was reported to be in stable condition.